Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the patient had an initial infection at the time of placement in (B)(6) 2015. No device involved in the event (implantable neurostimulator or trial external neurostimulator or lead), actual time of infection, symptoms related to the infection, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Further review revealed intervention was required. The date of event has been updated to an approximate date upon further review. The device mfg date has been updated. Suspect medical device section has been updated with device information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the healthcare provider (hcp) reported the infection was observed post-op (B)(6) 2015. It is unclear if the infection occurred (B)(6) 2015 as there was conflicting information reported regarding the date of infection. Symptoms related to the infection were noted to be redness at the site with wound separation. There was suspected cellulitis. Interventions involved observation, antibiotics, and follow-up. The infection was resolved with no other known issues reported.